Event description:
It was reported that during an arthroscopy, the fast fix 360 reversed needle did not lower either of the two implants when the gray trigger was activated; the first implant got stuck. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the actuator bar fully extended with t2 was still in the channel but with the actuator bar below instead of behind the implant. T1 was fractured off the suture string and was not returned. There is biological debris on the returned items. A functional evaluation of the returned device finds it does not cycle as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of peek-optima lt 3 injection moldable polymer found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. Based on the condition of the product material found during visual inspection, additional material testing is not required. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.